Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and discharged within 11 days. At the time of this report, the patient was recovered from the event. At the time of the report, the patient was currently on hemodialysis. No additional information is available.